Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was going to get a magnetic resonance imaging(MRI) and the healthcare provider (hcp) wanted to know if the pump needed to be checked post MRI. The patient said the "pump had not worked for years", so it was not delivering medication anymore. They would no longer be using the pump in the future. Technical services reviewed that the pump interrogation was not applicable since the pump was no longer in use so there was no concern for drug deprivation or reinitiating therapy.